Event description:
It was reported that the right ventricular lead does not capture when in unipolar configuration, unless "emergency is pressed". It was also noted that it was not possible to obtain an unipolar impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.